Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday morning when patient rolled out of the bed on their left side experienced pain right at implant side (which is on the left side) and felt a jolt. Patient mentioned since then has experienced a return of symptoms, said bladder control not as good. Patient said that felt the same pain and jolt when rolled into bed last night. Patient said that did call and left a message for physician and is waiting for a call back. When asked, patient stated hasn't felt pain or jolting other than when getting out of and into bed and rolled over implant. Reviewed healing factors and suggested patient try to avoid rolling directly over implant. Reviewed therapy information including healing time factors. Reviewed general programming guidance. With instruction, patient connected to implant and made a slight increase to the setting. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they've not had good control, it was maybe better a little bit. 4-5 days ago they spoke with the manufacturing representative (rep) who put them on a different program and they noticed a change maybe a little, and maybe they needed to turn it up more. Reviewed therapy optimization information and redirected them to their doctor. The patient mentioned that the ins site was still real sore. They have a follow up appointment with their doctor in about 10 days. The rep was contacted to reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the effect of rolling over out of bed on the implant was not determined. They stated that their control was not near as effective as it was after the week of the trial. When asked what steps were taken to resolve the issue they stated that they contacted someone at the manufacturers and they walked the patient through turning up the numbers one step. The issue had not yet been resolved.